Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (10.0 mg/ml at 2.503 mg/day) via an implantable pump for an unknown indication for use. Pump logs from an interrogation on (B)(6) 2018 at 07:53 were received. The logs indicated that a motor stall had occurred on (B)(6) 2017 at 09:34 with a recovery the same date at 09:57. There were no reported symptoms associated with the motor stall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that doctor involved with the patient was not looking after this patient at the time of the reported motor stall. It was therefore unknown if there were any contributing factors to the event or if the patient experienced any symptoms.